Event description:
It was reported that during the implant procedure, the physician had difficulty implanting the superion indirect decompression spacer. The spacer was seated in an undesirable position and when attempting to maneuver the spacer, the physician wedged it in the patient. The physician then attempted to reposition the spacer and damaged the spindle cap. Another spacer was subsequently used and implanted successfully.

Event description:
It was reported that during the implant procedure, the physician had difficulty implanting the superion indirect decompression spacer. The spacer was seated in an undesirable position and when attempting to maneuver the spacer, the physician wedged it in the patient. The physician then attempted to reposition the spacer and damaged the spindle cap. Another spacer was subsequently used and implanted successfully.

Manufacturer narrative:
The returned spacer was analyzed and visual inspection found that the screw thread of the implant was significantly stripped and some scrapes were observed in the cam lobes. Functional testing exhibited significant resistance to deploy the spacer which indicated that the failure was likely due to deployment against resistance such as bone. With all the available information, boston scientific concludes the reported event was confirmed. The returned spacer was analyzed and was found to have the screw thread significantly stripped and scrapes were observed in the cam lobes. The spacer was also difficult to deploy, which was most likely due to deploying against resistance such as bone. The most probable cause for the event is "unintended use error caused or contributed to event."